Manufacturer narrative:
Image review: five cine images were received with the initial reported event. In cine image 1 the distal end of the stent has reached apposition with the vessel wall. There is a region stent cell elongation as the stent transitions from being over the tibia to being over the femur. The stent is not fully deployed and a majority of the stent is still within the outer sheath of the entrust stent delivery system. The proximal end of the stent is not in contact with the inner guidewire lumen/push rod. The space between the proximal end of the stent and the push rod indicates that the handle has been moved proximally after a portion of the stent has reached apposition with the vessel wall. In cine images 2 and 3 appear to be enlargements of cine image 1 and focuses in on the region of stent cell elongation. Cine image 4 is a slightly different angle of the anatomy in cine images 1, 2, and 3. Cine image 5 is of the stent fully deployed. A large portion of the stent length exhibits stent cell elongation. The approximately the eight most proximal stent cells exhibit ¿normal¿ stent structure with no elongation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a lesion exhibiting little calcification and little tortuosity in the right popliteal using everfl ex entrust self-expanding stent. It was reported that deployment issue occurred, the stent was partially deployed. Cross-over procedure - femoralis/popliteal. Normal deployment of the first 5cm of the stent and after this the release mechanism was broken. There was no damage to deployment mechanisms or device, the thumbscrew or lock-pin was checked for securement prior to procedure. The lock-pin was removed before intervention. Lesion was pre dilated. Device did not pass through previously deployed stent. There was no resistance during advancement and no force used. Vessel occlusion occurred due to device component, narrowing of vessel. No further sequelae reported for this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the everflex self expanding stent with entrust delivery system (sds) was returned with the red safety tab pulled from the entrust handle. The entrust sds was received loaded on a 0.035¿ guidewire of unknown make and model, and the pull cable not attached to the proximal end of the outer sheath. The safety tab cavity in the entrust handle was examined: the guidewire lumen appeared to be accordion folded on the 0.035¿ guidewire. The printed strain relief was removed from the handle to allow examination of the interior of the handle. The handle was opened up and revealed that the guidewire lumen is accordion folded on the 0.035¿ guidewire. The pull cable has been pulled out of the silver outer sheath. The silver outer sheath was able to move proximally indicating that the outer sheath was not bound up. Backlighting was used to determine that the stent was not present in the distal end of the sds and to locate the distal end of the inner push rod/guidewire lumen. The proximal end of the push rod is approximately 65mm proximal of the distal end of the outer sheath. This indicates that approximately 85mm of the stent was deployed prior to the sds locking up. The entrust delivery system was placed in a tub of water and allowed to soak greater than 48 hours in an attempt to soften biological residual material. When removed from the tub of water the guidewire was still locked up with the entrust stent delivery system. The proximal luer lock was roll cut off the inner guidewire lumen/pusher. The blue strain relief/gold isolation sheath were removed by advancing them proximal off the silver outer sheath and inner guidewire lumen/pusher. The accordion folds of the inner guidewire lumen were smoothed out by pinning the guidewire distal of the distal end of the silver outer sheath and pulling on the inner guidewire lumen. The accordion folds were able to be smoothed out but no advancement of the guidewire was obtained. Proximal movement of the silver outer sheath was obtained. With the guidewire pinned distal of the silver outer sheath the silver outer sheath was advanced proximally off the inner guidewire lumen/pusher. Advancement of the inner guidewire lumen off the guidewire could not be obtained. Tactile and visual examination of the inner guidewire lumen located a radially curved kink in the inner guidewire lumen/pusher. The kink is located approximately 44.4cm proximal of the distal tip of the inner guidewire lumen/pusher. Examination of the silver outer sheath revealed a similar radially curved kink in the silver outer sheath approximately 59.2cm of the silver outer sheath. The kinks would be in approximately the same location when a stent would be fully enclosed by the outer sheath. If information is provided in the future, a supplemental report will be issued.